Event description:
Patient contacted dexcom technical support (ts) on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a hypoglycemic event and no audio output. Patient missed her low alert due to no audio output from the device and passed out. Patient's friend melted ice cream and drained it down her throat until she woke up. Upon waking up, patient was in a hypoglycemic state and her dexcom continuous glucose monitoring (cgm) system had an unknown low reading. Her finger stick (fs) was low as well at 33 mg/dl. At the time contact with dexcom ts, patient was fine and no further medical intervention or injuries were reported. Additionally, dexcom ts advised patient to test the alert functionality and reported tone alerts were not functional, however the device did vibrate. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned and the complaint of no audio output cannot be confirmed. However, it should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.